Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that when the data acquisition (da) printed circuit board assembly (pcba) board was installed to resolve the issue captured and reported under MFR report number 2518422-2025-048911, it caught fire. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem of the da pcba catching fire. The customer requested for onsite service to have the device evaluated and repaired.

Manufacturer narrative:
The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Customer states data acquisition printed circuit board assembly (pcba) board caught fire. It is confirmed that the da board and cabling were replaced again and now flow sensor isn't showing any data on vent info screen and air flow sensor reading are off when set to 0 which is captured under so:0123722769. Customer is requesting onsite service to have device evaluated and repair what is needed. The customer replaced the data acquisition printed circuit board assembly (pcba) to resolve the reported issue. However, it did not resolve the error. It was confirmed that the second replacement board caught fire. 3 boards in total were ordered. 1st board was defective; -2nd board caught fire; 3rd did not resolve the error. It was confirmed that by replacing the gds has resolved all issues reported and the device was returned to use captured under MFR report number 2518422-2024-37212. Based on information provided and/or service performed it was confirmed unit did not meet product specifications. It has been determined that this is a defoa, since the original replacement (2nd) caught on fire. Once caught on fire a 3rd da board was ordered and replaced. Although, the 3rd replacement did not resolve issue. It was determined that the gas delivery system (gds) resolve reported issue.